Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer stated the no delivery alarms were occurred both with priming and bolus process. Customer believed it was the infusion sets caused the issue. Customer stated the battery was drained because of the constant use of the insulin pump. Customer did not had any other infusion set. Customer will call back tomorrow to do some additional troubleshooting when he had extra infusion sets and reservoirs. The insulin pump was not returned for analysis.